Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and insulin pump stopped working. The patient¿s blood glucose level was 457 mg/dl at the time of the incident and current blood glucose was 386 mg/dl and was treated with bolus. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.